Event description:
It was reported that a post reamer broke. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04), drill. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.